Manufacturer narrative:
Additional information was received on october 29, 2021. The patient decided not to perform an intervention on the left side. Capsulectomy and re-use of the implant was performed on the right sided. Re-use of these devices is off-label use as stated in the instructions for use. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old caucasian female who underwent breast augmentation revision with 275cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. The right sided capsular contracture was baker grade iii. The left sided capsular contracture was baker grade ii. Treatment with massage was unsuccessful. As a result, capsulotomy and explant is planned for (B)(6) 2021. See 1645337-2021-10291 for contralateral prosthesis report.